Event description:
During the inappropriate sinus node tachycardia (ist), using ensite x in voxel mode, the catheter was stuck at the distal part of the non-abbott femoral sheath. The femoral sheath was withdrawn, leaving behind the catheter in the femoral vein. Visual inspection revealed damage to the sheath. The catheter was cut in the middle and a new sheath was put over the shaft of the catheter and placed in femoral vein. The catheter was drawn inside the new sheath was removed from the patient. Visual inspection revealed loss of isolation at the tip of the catheter. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing and splines were corrugated and torn. The paddle was returned cut from the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty, torn pellethane tubing, and cut shaft remains unknown.